Manufacturer narrative:
A patient experienced pain at ipg site was reported to abbott. Ipg is located next to ribs and is moving within the pocket. As a result, the ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.

Event description:
It was reported that patient experienced pain at ipg site. Ipg is located next to ribs and is moving within the pocket. Surgical intervention may be undertaken to address this issue.